Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2016. During initial procedure the physician did not place the suprarenal aortic extension in the correct location. The incorrect placement resulted in reduced blood flow through the left iliac artery. The physician corrected the issue by completing a fem-fem bypass. The patient is in stable condition.